Event description:
While inserting a sponge stick for a vaginal prep the circulating nurse felt a crunch. She immediately told the surgeon, who was present and witnessing the prep. He inserted a vaginal speculum to examine the vagina and found a posterior vaginal laceration in the cul-de-sac. 2 grams of mefoxin IV were given and the surgeon proceeded to repair the laceration. The sponge stick was examined and found that the stick most probably protruded through the sponge. The design of the sponge sticks are such that there is an open slit where this scenario could occur.